Manufacturer narrative:
H3: device evaluation: returned sample was confirmed that iol rotated to the left inside the nozzle and the rod passed over the right side of iol. Based on the mark of viscoelastic material filled, it appeared like the volume of filled viscoelastic material was enough. It was confirmed by based on the mark that returned sample was filled viscoelastic material appropriately. It might the event occurred due to one or multiple inappropriate manipulation (i.e. Rod pushed too fast, continuous rod manipulation, take back the rod when pushed the iol). However, it is unknown the root cause due to lack of the information related to the procedure video. Claim # (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Claim # (B)(4).

Event description:
The reporter indicated the surgeon attempted to insert a ks-ni2 aq310ain preloaded injector lens, 12.50 diopter, and the surgeon pushed the rod slowly and carefully but the lens was blocked inside the cartridge. There was no patient contact.